Event description:
It was reported that the left ventricular (lv) lead exhibited pacing inhibition due to this right ventricular (rv) lead having a noisy channel. It was noted that there was no greater than two second asystole. Technical services (ts) was consulted, discussed possible reprogramming options and noted lv lead high capture threshold; this rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).